Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Mean patient demographics of 200 patients. Concomitant medical products: estimated date. Smoking, dyslipidemia, cardiac family history, coronary artery disease, coronary artery bypass graft,peripheral vascular disease, stroke/transient ischemic attack, heart valve surgery, atrial fibrillation, pacemaker, implantable defibrillator impaired liver function, prior gastrointestinal bleeding, lvef 50 percent, chronic kidney disease, liver disease, heart failure, angina, myocardial infarction. Concomitant medical products: sheath: 5f; 6f; 7f, heparin; abciximab; aspirin; clopidigrel; prasugrel; ticagrelor. Seung-hyun kim, et al, article titled: "extravascular compared to intravascular femoral closure is associated with less bleeding and similar mace after percutaneous coronary intervention", international journal of medical sciences (2019, vol. 16; 1: 43-50). The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. The patient effects are potential adverse events associated with use of the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported through an article identifying starclose se devices that may be related to the following: device failure, bleeding, hematomas, dissection. Details are listed in the attached article titled "extravascular compared to intravascular femoral closure is associated with less bleeding and similar mace after percutaneous coronary intervention".

Manufacturer narrative:
Internal file number - (B)(4). Correction: the date received by manufacturer date on the initial 30 day medwatch report was incorrectly entered as 02/05/2019. The correct date received by manufacturer date on the initial 30 day medwatch report should have been 01/31/2019.